Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). A call to technical services on 5/13/2013 states that patient presented for normal scheduled follow-up. Noted 2 episodes stored as ventricular tachycardia but were stored inappropriately due to noise on rv lead. This was triggered at end of (B)(6) 2013 and beginning of (B)(6) 2013. Patient was last checked in clinic in (B)(6) 2013. He was programmed to unipolar sensing configuration on the rv lead (split) and was programmed to 2.0 mv sense. Unknown why the rv lead sense was programmed to unipolar with bipolar pace configuration. Measured r-waves >12 mv reports rv sense decreased to 2.5mv. Then tried to reproduce noise with isometrics and pocket manipulation but was not able to. Patient is not pacer dependent. All lead diagnostics are normal. Patient did not complain of any symptoms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).